Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer complained of spotty vision and difficulty focusing due to the low blood glucose. The customer's blood glucose was 50 mg/dl. The customer was assisted with suspending the insulin pump and treated with glucose tablets. The customer stated that she felt that she still had low blood glucose and reported shakiness. She took another glucose tablet and ate food. She was able to bring her blood glucose up to 120 mg/dl and took her insulin pump off suspend mode.